Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They stated the cause of the 2nd device never working was not determined. They did not know the details of the actions/interventions taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's second device never worked. It was noted that the patient had the implanted for years and had no intention of using it. It was noted the patient had interest in having it removed, they were redirected to their healthcare provider to discuss this. No patient symptoms were reported. No further complications were reported or anticipated.